Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 40 mg/dl. The customer declined the helpline assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.